Manufacturer narrative:
Section h10: (h3) the evaluation of the of the reported event was likely the result of label handling technique used during the packaging process.

Manufacturer narrative:
Pending evaluation.

Event description:
Female, age and weight unknown. On the back table, during the time we where opening the implants and having the circulator drop them on the back table. We had a incident, a piece of the sticker label stuck to the outer sterile box. When circulator opened it. That small piece of the sticker came off and fell on the sterile field. The tech seen it on the sterile picked it up not knowing where it came from. She proceeded to hand it off why we where figuring out. By the time we realized it the tech had touched the implant. This caused a 5-15 mins delay. There was no problems do to the delay. Patient was fine